Event description:
The customer reported that an employee experienced "burn and got skin-discolored whiten". When unloading the processed devices. The employee sought medical attention but it is unk if given any treatment. It was also reported that the employee recovered from the "burn" in a day. The service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at customer site. The service engineer performed preventative machine service. The system was found to be operating to MFR specifications.